Event description:
It was reported that during a stapled hemorrhoidectomy after the purse string was created, the device was inserted to the patient. The stapler was closed, waited for 30 seconds, the surgeon started to fire the stapler. At this moment, surgeon found that the stapler was very hard to fire and more force than usual was needed. The surgeon could fire the stapler finally, and default sample was collected for further investigation. Procedure was completed with same like product. No patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
Suture was used to control the bleeding. A second device was not used. A crunch sound was heard indicating the device was fully fired. There was a high force fire. The tissue compression/gap setting scale was set at 0.75 mm. The staples observed in the tissue. All tissue layers were present but they were smaller than usual.

Manufacturer narrative:
(B)(4).